Event description:
It was reported that the patient presented for initial implant procedure. During the procedure, the left ventricular (lv) lead perforated the patient¿s septum. This lead was not used, and the physician completed the procedure using a different lv lead. The patient condition was stable.